Manufacturer narrative:
Zoll medical corp has not received the product for eval, and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the internal handles failed to charge. Complaint indicated that there was no pt involvement in the reported malfunction.